Event description:
The dermatome was not working. There was a problem. No other information was provided at the time. Additional information was requested and on 01/15/2015, the following was received from the customer: during the first stage of tissue removal, the product worked fine, but as it was getting to the end, it stopped and did not work anymore. The dermatome stopped in the middle of the process of getting the tissue. This occurred during surgery on repeated occasions, more than two times. There was no patient injury. A replacement dermatome was available to be used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.